Event description:
Reference number (B)(4). Event occured in spain. It was reported that the patient experienced infusion set tubing detachment event on (B)(6) 2025. The infusion set was in use for 2 days. No further information available.

Manufacturer narrative:
Patient city- (B)(6). Patient country- spain. Since no lot number is available, a detailed investigation, test or reference samples or batch review cannot be conducted. Therefore, this complaint will be closed. This issue will be monitored through pms, product trends and malfunction. If any trends picked up, this will flag on the tips and alerts according to qomqr procedure.